Event description:
Patient reported "inflame the left side on a recurring basis," "fever," and "anxiety." Also reported "insomnia, night sweats, headache, depression" which were determined not to be device-related. The device has been explanted.

Manufacturer narrative:
Cont. H.6. Health impact- f15 ¿ recognized device or procedural complication, f1205 ¿ reversible deterioration of the state of health. In response to FDA report number: mw5107186.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported left side "liquid" capsular contracture baker grade unknown and "folds". The device remains implanted.